Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The introducer sheath was damaged and the coil was compressed approximately 10.0 cm from the distal end of the introducer sheath. The coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the introducer sheath was damaged. This type of damage typically occurs due to improper handling during use. If the ruby coil is manipulated forcefully or at an angle during insertion into a rotating hemostasis valve (rhv) or microcatheter, damage such as this may occur. Additionally, if the introducer sheath is forcefully advanced after fully tightening the rhv, damage such as this may occur. The damaged introducer sheath is the likely root cause of the difficulty advancing the coil. The px slim mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a px slim delivery microcatheter 045 (px slim). During the procedure, while advancing the ruby coil through the px slim, the physician met resistance and was unable to advance the coil any further. The ruby coil was successfully removed and the procedure continued using a new ruby coil. There was no reported deficiency against the px slim. There was no report of an adverse effect to the patient.